Event description:
The user facility reported that the reciprocating saw blade broke off in use, with a piece lodged in handpiece. There was no impact to the patient, no significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Not confirmed; product not available. H3 other text : product not available.

Event description:
The user facility reported that the reciprocating saw blade broke off in use, with a piece lodged in handpiece. There was no impact to the patient, no significant delay, no medical intervention, and no adverse consequences.